Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s healthcare provider (hcp). It was reported that there was poor communication on the patient programmer and the implantable neurostimulator (ins) was unable to communicate. The hcp was unable to confirm if the ins was off since there was no communication. About a week prior to the date of this report, the patient¿s system started misfiring and they were experiencing shocks in their legs. About 3-4 days later, the patient had trouble feeling their legs. These were considered sudden changes in therapy/symptoms. It was noted that the patient needed a lumbar MRI. No further complications were reported or anticipated. Indication for use is spinal pain.